Event description:
It was reported that during implant it took too many turns of the lead wrench to extend or retract the lead helix. It was also reported that the lead eventually lost all resistance while attempting to extend or retract the lead helix and the helix would no longer extend or retract. A different lead was chosen and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).